Event description:
User received discrepant pt hcg results for multiple pts. Only the following five pt examples were provided. Pt 1: in 2008, initial result gave >10000 miu/ml, sample repeated three times with dilution giving 1158, 1484 and 68590 miu/ml. Pt 2: in 2008, initial result gave >10000 miu/ml; sample repeated twice with dilution same day gave 3213 miu/ml, and again in the same day, gave 14250 miu/ml. Pt 3, in 2008, initial result gave >10000 miu/ml, sample repeated twice with dilution, same day gave 7589 miu/ml, and again about 4 days later, gave 20330 miu/ml. Pt 4, in 2008, initial result gave 2058 miu/ml, repeat gave 455.2 miu/ml. Erroneous results were reported. Pts not adversely affected. The field service rep determined the cause of the discrepant results to be due to a problem with the z-motor, and s/r ribbon cable, and replaced z-motor and s/r ribbon cable.

Event description:
User received discrepant pt hcg results for multiple pts. Only the following five pt examples were provided. Pt 5: in 2008, initial result gave >10000 miu/ml, sample repeated twice with dilution, same day gave 8800 miu/ml and next day gave 26760 miu/ml. Erroneous results were reported. Pts not adversely affected. The field service rep determined the cause of the discrepant results to be due to a problem with the z-motor and s/r ribbon cable, and replaced z-motor and s/r ribbon cable.